Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. It was reported that the patient had undergone an MRI scan after implantation of the device. The instructions for use that accompany the device caution that ¿MRI systems of up to 3.0 tesla may be used any time after implantation and will not damage the strata® ii valve mechanism, but can change the performance level setting. The performance level setting should always be checked before and after MRI exposure.¿ (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with the device in (B)(6) 2015. According to the report, several weeks after the surgery the patient was experiencing headaches and nausea. The report stated an x-ray was evaluated and it was confirmed that the x-ray image showed different pressure level from what the valve was set at originally. Reportedly, the adjustment device indicated a pressure level of 2.5 but the x-ray image showed the reading between 1.0 and 0.5. Reportedly, when the adjustment device was used to change the pressure level from 2.5 to 1.0, the x-ray showed that the value was between 2.0 and 2.5. According to the report, the pressure level was not confirmed using x-ray at the time of implantation. The report stated that the device has not been explanted and the patient is under observation.

Manufacturer narrative:
It was reported that the patient had undergone an MRI scan after implantation of the device. The instructions for use that accompany the device caution that ¿MRI systems of up to 3.0 tesla may be used any time after implantation and will not damage the strata® ii valve mechanism, but can change the performance level setting. The performance level setting should always be checked before and after MRI exposure.¿ additional patient/device information: it was reported that the device was explanted. The returned valve was patent and met the requirements for leak testing. It did not meet the requirements for reflux or pressure-flow testing. There was proteinaceous debris noted in the interior of the device. Destructive analysis was performed to extract the magnetic rotor from the cassette housing of the device. Using the indicator magnet tool from the strata adjustment kit, it was determined that the polarity of the rotor magnet was reversed. A review of the manufacturing records was not possible as the lot number was not provided. However, since all valves are 100% tested at the time of manufacture, the valve successfully passed pressure/flow testing when manufactured. This indicates that the magnet was polarized correctly at the time of implantation. The reversal of polarity and reduction in strength of the magnet occurred after implantation, possibly due to exposure to a large magnetic field such as an MRI. The instructions for use that accompany the device caution that devices known to contain magnets should be kept away from the immediate valve implant location, as they may have an effect on the performance level setting of the valve. MRI systems up to 3.0 tesla may be used any time after implantation and will not damage the valve mechanism, but can change the performance level setting. The performance level setting should always be checked before and after MRI exposure using the stratavarius system. It is unknown if the patient was exposed to MRI systems higher than 3.0 tesla.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device evaluation is in progress. A review of the manufacturing records was not possible as no lot number was provided. All of the valves are 100% tested at the time of manufacture. It was reported that the patient had undergone an MRI scan after implantation of the device. The instructions for use that accompany the device caution that ¿MRI systems of up to 3.0 tesla may be used any time after implantation and will not damage the strata® ii valve mechanism, but can change the performance level setting. The performance level setting should always be checked before and after MRI exposure.¿ additional patient/device information: it was reported that the device was explanted. (B)(4)